Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("representative sections from one tube are embedded/the right implant was protruding and elevating this segment of the tube.") And pelvic pain ("pain") in an adult female patient who had essure (batch no: 916888-invalid) inserted for female sterilisation. The patient's medical history included multigravida (2) and polycystic ovarian syndrome. Concurrent conditions included bloating and irregular menstruation. Concomitant products included ethinylestradiol;levonorgestrel (amethyst) and metformin for polycystic ovaries. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device and pelvic pain outcome was unknown. The reporter considered embedded device and pelvic pain to be related to essure. The reporter commented: she need additional surgery. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via medical records: embedded device. Most recent follow-up information incorporated above includes: on 7-mar-2019: update of information (batch is invalid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("representative sections from one tube are embedded/the right implant was protruding and elevating this segment of the tube.") And pelvic pain ("pain") in an adult female patient who had essure (batch no. 916888) inserted for female sterilisation. The patient's medical history included vaginal delivery (2) and polycystic ovarian syndrome. Concurrent conditions included bloating and irregular menstruation. Concomitant products included ethinylestradiol;levonorgestrel (amethyst) and metformin for polycystic ovaries. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device and pelvic pain outcome was unknown. The reporter considered embedded device and pelvic pain to be related to essure. The reporter commented: she need additional surgery. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via medical records: embedded device. Most recent follow-up information incorporated above includes: on 26-feb-2019: medical records received: lot number was added. Event embedded device was added. Concomitant conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant (B)(6) 2013.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('representative sections from one tube are embedded/the right implant was protruding and elevating this segment of the tube.'), pelvic pain ('pain/ chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 916888-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (2) and polycystic ovarian syndrome. Concurrent conditions included bloating and irregular menstruation. Concomitant products included ethinylestradiol;levonorgestrel (amethyst) and metformin for polycystic ovaries. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, pelvic pain, menorrhagia, genital haemorrhage and weight increased outcome was unknown. The reporter considered embedded device, genital haemorrhage, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: she need additional surgery. Plaintiff received treatment for: pain, menorrhagia, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on 01-feb-2012: results: bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via medical records: embedded device. Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs was received. Event menorrhagia, general abnormal bleeding, weight gain were added. Lab data added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('representative sections from one tube are embedded/the right implant was protruding and elevating this segment of the tube.') And pelvic pain ('pain/ chronic') in an adult female patient who had essure (batch no. 916888-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (2) and polycystic ovarian syndrome. Concurrent conditions included bloating and irregular menstruation. Concomitant products included ethinylestradiol;levonorgestrel (amethyst) and metformin for polycystic ovaries. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("general abnormal bleeding") and pelvic discomfort ("I have the sme pressure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, pelvic pain, menorrhagia, genital haemorrhage, weight increased and pelvic discomfort outcome was unknown. The reporter considered embedded device, genital haemorrhage, menorrhagia, pelvic discomfort, pelvic pain and weight increased to be related to essure. The reporter commented: she need additional surgery. Plaintiff received treatment for: pain, menorrhagia, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: results: bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('representative sections from one tube are embedded/the right implant was protruding and elevating this segment of the tube.') And pelvic pain ('pain/ chronic') in an adult female patient who had essure (batch no. 916888-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (2) and polycystic ovarian syndrome. Concurrent conditions included bloating and irregular menstruation. Concomitant products included ethinylestradiol;levonorgestrel (amethyst) and metformin for polycystic ovaries. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("general abnormal bleeding") and pelvic discomfort ("I have the sme pressure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, pelvic pain, menorrhagia, genital haemorrhage, weight increased and pelvic discomfort outcome was unknown. The reporter considered embedded device, genital haemorrhage, menorrhagia, pelvic discomfort, pelvic pain and weight increased to be related to essure. The reporter commented: she need additional surgery. Plaintiff received treatment for: pain, menorrhagia, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: results: bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: social media received reporter information was added. New event added pelvic discomfort. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.